Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was 479 mg/dl. Troubleshooting for failed battery test alarm was performed and customer reported that they received the failed battery test alarm. The customer declined to troubleshoot for high blood glucose because they had already treated. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis